Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. This complaint was received as part of a clinical survey. Contact information and specific patient details were not disclosed as part of the survey. As such, additional information and the subject sample cannot be obtained. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported as part of a focus survey on (B)(6) 2024 PICC was placed in the cephalic vein for oncology treatment of epirubicin, cyklofosfamid, carboplatin, paklitazel. Total length of the PICC was 40cm, inserted to the 0cm mark with 1cm left external to the patient. Catheter was locked with caresite and secured with statlock device. PICC was dressed straight along the patient's arm. PICC was cleansed with 5% chlorhexidine during dressing changes. No occlusions found during the implant duration. The patient did go home after the catheter was placed the patient or caregiver did perform administration of therapy, flushing to maintain patency and dressing changes. The PICC was in place for 90 days when a visible hole was present external to the patient at the 0 cm depth mark. Patient was in the hospital when the event occurred, the catheter was removed on (B)(6) 2024.